Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient underwent a pocket revision procedure. No device malfunction was suspected. The patient was doing well postoperatively.